Manufacturer narrative:
Date of birth: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy, colored, and thick effluent. The cause of the event was not reported. One day after this event was reported, the patient visited the hospital and was treated with unspecified drip infusion of antibiotics (intraperitoneal, dose and frequency were not reported) for peritonitis. Treatment for the peritonitis was completed within a few days. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.